Event description:
Additional information was received indicating that the infusion was life sustaining.

Manufacturer narrative:
Information was received that the event date is unknown but the reported issue is thought to have occurred between (B)(6) 2019.

Event description:
Information was received indicating that a smiths medical cadd extension set was leaking at the filter. Per the reporter, the patient was unable to confirm the lot number. It was reported that the patient switched to a different set of tubing and "it is no longer leaking." No adverse patient effects were reported.